Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inappropriate loss of capture during threshold testing. The threshold test would not decrement voltage during the test.